Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A mustang 6.0 x 40, 40cm was advanced for dilatation. During the procedure, the balloon ruptured during the initial dilation at 12 atm. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.